Event description:
A healthcare facility in (B)(6) reported that a rd900 neopuff infant resuscitator was providing insufficient pressure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in california,where it was tested by a trained f&p service technician. The unit was performance tested. Results: performance testing of the complaint rd900 neopuff infant resuscitator revealed that the device was functioning as intended. Conclusion: we are unable to determine the cause of the reported event as there was no fault found with the device. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specifications at time of production. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a rd900 neopuff infant resuscitator was providing insufficient pressure. There was no patient involvement.